Event description:
It was reported that the patient had drainage and redness at the ipg site. It was also noted that the patient had a fever. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred one week ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7114834/7115013.